Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 1/2/2019 and 2/22/2019. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Catalog #: a complete catalog number is unknown, as the serial number was not provided. Unique identifier number (UDI#): unknown, as the serial number was not provided. If explanted, give date: not applicable, as lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a customer doctor is asking for help regarding a patient that has decent residual cylinder in a zxt patient. He may exchange or reposition next wednesday. However, per post-op records received the suspect lens is a tecnis zmb00. No other information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: considering the limited information available it cannot be determined if there is a product malfunction. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.